Event description:
It was reported that the device turned on by itself and would not shut off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Even though the continuous activation condition could not be replicated during testing of the returned unit, during the evaluation, the returned unit did not work as expected and a possible contributor for the reported condition was confirmed. During the visual inspection it was observed that the suction tube was cut close to the handle¿s suction tube outlet. The activation history shows that the unit was extensively used during surgery as the unit was activated at least 46 times for at least 129 seconds, which is the maximum amount of activations the e-prom stores before the condition was observed. This provides proof that the unit was assembled properly and was fully operational for an extended period of time. The returned unit used in surgery was dissected to verify the electrical connections. No manufacturing related defect was found that could lead to the reported failure. No assembly errors were observed. However, an excessive amount of rust, consistent with the presence of saline water was observed inside the handle, on the pcb board, green active wire clip, wires and inside the plastic covers of the power button which caused the signal interruption during the returned unit¿s evaluation. In order to rule out water ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No water ingression was observed through those points. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, located on the bottom of the handle. Saline water residue was observed at the bottom of the handle, around the suction tube¿s outlet. Therefore, the most probable cause for the reported condition is identified as user related as the visual inspection results suggests that the unit was used with the suction tube cut. While the unit is in use, saline water travels through the suction tube, back flowing over the cut suction tube dropping inside the handle. If there is water ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the water presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device turned on by itself and would not shut off.